Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system presented with a burned lamp. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The customer reported that the lamp burned in the system. The company service representative examined the system, but did not indicate replicating the reported event. The xenon lamp replaced. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on january 7, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).